Event description:
The manufacturer has been informed about a voluntary field safety notice/recall regarding the sound abatement foam in specific CPAP, bipap, and mechanical ventilator devices. The patient has reported allegedly experiencing nose irritation, liver disease, toxicity, and other unspecified issues. According to the complaint, the affected patient has undergone two sinus procedures, but no specific medical intervention was mentioned. This information was relayed to the manufacturer through the customer's legal representative.

Manufacturer narrative:
In this report, section box b: adverse event or product problem (describe event or problem) as "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, kidney disease/toxicity, cancer, kidney cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed". And also, box d: suspect medical device (operator of device), box h: device manufacturers (evaluation method code grid, evaluation results code grid, conclusion code grid) have been corrected/updated.